Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances of 157 ohms. No further information was provided. This rv lead remains implanted. No adverse patient effects were reported. Additional information was received stating that upon review of the available information technical services (ts) determined that a gradual rise in impedances was observed. A lead evaluation procedure was recommended. This rv lead remains in service. No adverse patient effects were reported.